Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lead integrity alert triggered, patient alert for lead failure predictor on (B)(6) 2011 14:11:22. Oversensing, ventricular nst<=210 ms average v-cycle on (B)(6) 2011 in the timeframe between 14:03:08 and 14:04:49. Vf<=210 ms on (B)(6) 2011 at 08:14:01 and 14:03:12. Interference/noise, ventricular short interval count v-sic=4248 counts, in (B)(6), on (B)(6) 2011 in the timeframe between 14:03:07 and 18:09:16.

Event description:
It was reported that several hours after implant, the patient was shocked numerous times. Upon interrogation, it appeared that the device was "sensing" atrial fibrillation versus the ventricle. X-ray confirmed the right ventricular lead was dislodged into the atrium. A lead revision was done the same day and the lead was tested the (B)(6) before patient release. The physician chose to suspend therapies until the one month check up to see if the lead is stable and then therapies will be turned on. The device and lead are still in use. No further patient complications have been reported as a result of this event.